Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead has a possible fracture as evidenced by high pacing thresholds. It was also reported that the patient's right atrial (ra) lead has high pacing thresholds. Both leads remain in use for now and will be monitored. No patient complications have been reported as a result of this event.